Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed and found to reported issue was confirmed using system logs, which showed a high volume of errors including m11, c38, c30, and m18 logged, with additional errors m19, c37 and m02 on different dates. Failure analysis testing successfully replicated the reported issue; when tested on the system, the unit displayed a c38 error on monopolar 2 coagulation. The errors were observed to self clear, and a phantom touch input was identified during the touch panel display service routine. Review of internal generator logs showed c00, m02, m19, and m11 errors. The probable root cause of this issue is attributed to faulty electrical component inside the iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed system test and found errors c-00, m-18, and m-11 occurring on erbe generator. Erbe was replaced two days ago. The fse called technical support due to internal notes about electro magnetic interference (emi) concerns. The customer stated that there are two computed tomography (CT) machines one floor up directly above robot room and a o-arm in the room directly across from the robot room. Technical support stated that due to c-00 error that another erbe generator replacement should be tried prior to looking into emi possibilities. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator was not delivering energy. The user attempted to resolve the issue by replacing the energy cables and rebooting the unit, but the problem persisted. The logs showed errors m-11, m-18, c-30, and c-38. The tse inquired about potential sources of electro magnetic interference (emi) and suggested checking for any new equipment that might be causing the issue. The user mentioned a newly built suite above the room and planned to investigate further. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that during the first procedure, they turned the erbe off to reset then turned it back on. It was about 2-3 minutes and it faulted again so they changed out to another generator and finished both cases robotically with the replacement generator.